Event description:
Reportedly, the front cover detached from the cs4 x-ray tube ceiling suspension and allegedly the cover fell striking the pt. Reportedly, the attending physician performed a subsequent exam to determine if there were any new injuries to the pt and it was found there were no injuries resulting from the incident.